Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer stated that they would call back to complete troubleshooting, however, they never did. The customer's blood glucose was approximately 300 mg/dl. No further information was provided.